Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one photo. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the surgical photo. The photo shows an articulated reload with the knife bar herniated from the side. Functional testing not performed because product was not returned. The reported condition was confirmed. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture.

Event description:
According to the reporter during a gastric bypass, the reload fired but there were some unformed staples. It was taken off and another one was put on that worked fine. Restapled and oversewed. There was no blood loss, and no delay in surgery time of over 30 minutes.

Manufacturer narrative:
(B)(4). Ftr is a serious injury.